Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during the investigation, the pump was successfully run on a 24-hour basal program with no reboot, power loss, or overheating duplicated. Investigators were unable to duplicate the overheating or power loss complaint during the investigation. The available black box data showed no evidence of rebooting or power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.